Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test three times. There was no report of any patient involvement or patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; the tamper seal was missing. There was no evidence of the reported error in the event history log. The reported problem was not duplicated. The delivery accuracy test found the pumps average delivery error to be within the published specification. No fault was found. No action was needed. The root cause was unknown. The product is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Additional information received on 08-aug-2022 via email and attached in complaint object: the reported failure occurred as completing a pm (preventive maintenence) on the pump and was not in use on a patient at the time of failure. Per the pm procedure in the service manual, the pump was programmed to deliver a pca dose of 20ml, with a tolerance of 6%. Pump should have delivered between 18.8ml and 21.2ml, however it delivered 22ml on two sets of tubing out of three total attempts, so the pump was deemed to have failed the pm procedure and in need of evaluation/repair. Event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., correction: model number: 2110 correction: device manufacturing date: 28-apr-2015.